Manufacturer narrative:
Initial.

Event description:
It was reported that a user on an insulin pump experienced hypoglycemia while using the device, and no device alarms or alerts were reported. Symptoms included hypoglycemia, with clinical details not further characterized. Outcomes included an impact that could not be determined due to insufficient information. Investigation included communication and interviews, as well as analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available, no specific medical device problem could be identified, and no specific device component was implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.